Event description:
The FDA reports receiving informatin from a consumer regarding multiple small injections of intraocular fluid used for " facial wasting". The consumer reported experiencing a burning sensation and fatigue for two days following the injection and reported the treatment did not alleviate the conditions. This product is not approved nor have co conducted studies for dermatological use additional information has been requested from the physician.